Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During a shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer replaced the lifeband to troubleshoot the issue; however, the ua45 persisted. The customer followed zoll's instructions to manually clear the ua45 error but could not clear the advisory message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed during both archive data review and functional testing. The root cause of the reported complaint was the platform driveshaft not being at "home" position, due to the sticky clutch plate. The ua45 advisory message can usually be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. In this case, the customer was unable to clear the ua45 advisory message. At zoll service depot, it was noticed that the clutch plate was sticky, most likely due to wear and tear. The autopulse platform was manufactured in august 2017 and is over 5 years old, has expected its expected service life of 5 years. During visual inspection, the top cover was observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover was scratched and chipped at multiple locations. There was also a large crack going around the platform's top cover. These observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The damaged top cover was replaced to address the issues. Archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up, confirming the reported complaint. The zoll service personnel noted that the clutch plate was sticky, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The sticky clutch plate was deburred to address the issue. Subsequently, the driveshaft was rotated to "home" position to clear the ua45 error message, and the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).